Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included numbness on (B)(6) 2012, depression on (B)(6) 2012, complication of pregnancy (complications ¿ hypertension ((B)(6) 2012)) on (B)(6) 2012, asthma on (B)(6) 2011, insomnia on (B)(6) 2011, lumbago on (B)(6) 2011, tobacco user on (B)(6) 2011, diarrhea on (B)(6) 2011, gastroenteritis on (B)(6) 2011, sinusitis on (B)(6) 2010, parity 3, spondyloarthropathy (of low back pain due to l s1 dysfunction), joint immobilization, strength loss of, trouble falling asleep, spasmodic torticollis, apnea, nausea, chest pain, nasal discharge, nasal obstruction, dyspnea, cough, abdominal pain (abdominal tenderness diffuses tenderness), lightheadedness, general body pain, fever, complication of pregnancy (antepartum condition or prior complicated delivery), mental disorder (pregnancy complicated by mental disorder ¿ antepartum condition or prior complicated delivery), headache, bipolar disorder, cervical pap smear abnormal, hyperemesis gravidarum (antepartum, condition or prior complicated delivery), anxiety, hemangioma, intervertebral disc bulging, ovarian cyst (laparoscopic ovarian cyst removal 2008), dysuria, tubal ligation, multigravida and pre-eclampsia. Previously administered products included for an unreported indication: zoloft and labetalol. Concurrent conditions included spasmodic torticollis since (B)(6) 2013, hypertension since (B)(6) 2012, stress incontinence since (B)(6) 2012, sore throat, cramp in lower abdomen, vomiting, cervix inflammation, pelvic pain and bleeding menstrual heavy. Concomitant products included doxycycline, hydrocodone bitartrate; paracetamol (vicodin), ketorolac tromethamine (toradol), labetalol, lisinopril, medroxyprogesterone acetate (depo provera), oxycodone hydrochloride; paracetamol (percocet), sertraline hydrochloride (zoloft), tramadol hydrochloride (ultram) and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced headache ("headaches") and migraine ("migraine / migraines / headaches"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("heavy menstrual flow"), pain in extremity ("leg pain") and arthralgia ("hip pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the back pain, pelvic pain, heavy menstrual bleeding, genital haemorrhage, pain in extremity, dysmenorrhoea, dyspareunia, headache, tooth disorder, weight increased, migraine and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement (B)(6) lbs. Essure devices placed bilaterally, 1 coil visible on right, 2 coils on left. Discrepancy noted in essure insertion date: (B)(6) 2012 & (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: bilaterally the fallopian tubes are occluded after her e. Sure tubal occlusion. Magnetic resonance imaging - on (B)(6) 2013: mild degenerative disc disease l4-ls level with mild narrowing of the left foramen secondary to disc bulge. Ultrasound scan vagina - in (B)(6) 2012: everything was fine. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 07-oct-2021: mr received. Case became serious incident as essure was removed. Reporters, medical history and essure removal details were added. Event genital haemorrhage seriousness criteria updated as non-serious. New events added- chronic pelvic pain and heavy menstrual flow. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included numbness on (B)(6) 2012, depression on (B)(6) 2012, complication of pregnancy (complications ¿hypertension ((B)(6) 2012)) on (B)(6) 2012, asthma on (B)(6) 2011, insomnia on (B)(6) 2011, lumbago on (B)(6) 2011, tobacco user on (B)(6) 2011, diarrhea on (B)(6) 2011, gastroenteritis on (B)(6) 2011, sinusitis on (B)(6) 2010, parity 3, spondyloarthropathy (of low back pain due to l s1 dysfunctio), joint immobilization, strength loss of, trouble falling asleep, spasmodic torticollis, apnea, nausea, chest pain, nasal discharge, nasal obstruction, dyspnea, cough, abdominal pain (abdominal tenderness diffuses tenderness), lightheadedness, general body pain, fever, complication of pregnancy (anteparturn condition or prior complicated delivery,), mental disorder (pregnancy complicated by mental disorder ¿ antepartum condition or prior complicated delivery), headache, bipolar disorder, cervical pap smear abnormal, hyperemesis gravidarum (antepartum, condition or prior complicated delivery), anxiety, hemangioma, intervertebral disc bulging, ovarian cyst (laparoscopic ovarian cyst removal 2008.), dysuria, tubal ligation, multigravida and pre-eclampsia. Previously administered products included for an unreported indication: labetalol and zoloft. Concurrent conditions included spasmodic torticollis since (B)(6) 2013, hypertension since (B)(6) 2012, stress incontinence since (B)(6) 2012, sore throat, cramp in lower abdomen, vomiting, cervix inflammation, pelvic pain and bleeding menstrual heavy. Concomitant products included doxycycline, hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (toradol), labetalol, lisinopril, medroxyprogesterone acetate (depo provera), oxycodone hydrochloride;paracetamol (percocet), sertraline hydrochloride (zoloft), tramadol hydrochloride (ultram) and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced headache ("headaches") and migraine ("migraine / migraines / headaches"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("heavy menstrual flow"), pain in extremity ("leg pain") and arthralgia ("hip pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the back pain, pelvic pain, heavy menstrual bleeding, genital haemorrhage, pain in extremity, dysmenorrhoea, dyspareunia, headache, tooth disorder, weight increased, migraine and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 180 lbs essure devices placed bilaterally, 1 coil visible on right, 2 coils on left. Discrepancy noted in essure insertion date: (B)(6) 2012 & (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: bilaterally the fallopian tubes are occluded after her e. Sure tubal occlusion. Magnetic resonance imaging - on (B)(6) 2013: mild degenerative disc disease l4-ls level with mild narrowing of the left foramen secondary to disc bulge. Ultrasound scan vagina - in (B)(6) 2012: everything was fine.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.